Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 65 shocks over two days. Now the battery remaining was 16% and the device had recorded a charge time (CT) and a long charge time (lc) alert. Technical services reviewed some of the shock episodes and confirmed the patient was in a ventricular tachycardia (vt) storm. The therapy was appropriate; it was noted some shocks converted the arrhythmia but the vt started again, and some episodes showed non-conversion. Engineering reviewed the device data and found some data in the log files was overwritten due to the large number of charge attempts that were performed. The data showed that the capacitor voltages continued to decrease, seeming to suggest the device was not charging the capacitors as expected. The charge time alerts were concerning and device function could not be guaranteed. The patient should be considered unprotected and device replacement was recommended. No adverse patient effects were reported. The local sales representative later reported that the patient had been hospitalized in the intensive care unit (ICU) due to the vt storm. The patient was in sinus rhythm, with no further vt observed, and was awaiting a vt ablation procedure. Following that, the s-ICD device was planned to be explanted, replaced, and returned for analysis. Additional information was provided indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report corrects the date of event in b3. The returned s-ICD was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. The reported charge timeout and long charge time alerts were appropriate and consistent with device battery depletion due to a vt storm. Log file analysis confirmed the vt storm occurred, with over 132 administered shocks recorded on 12-may-2025. We have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 65 shocks over two days. Now the battery remaining was 16% and the device had recorded a charge time (CT) and a long charge time (lc) alert. Technical services reviewed some of the shock episodes and confirmed the patient was in a ventricular tachycardia (vt) storm. The therapy was appropriate; it was noted some shocks converted the arrhythmia but the vt started again, and some episodes showed non-conversion. Engineering reviewed the device data and found some data in the log files was overwritten due to the large number of charge attempts that were performed. The data showed that the capacitor voltages continued to decrease, seeming to suggest the device was not charging the capacitors as expected. The charge time alerts were concerning and device function could not be guaranteed. The patient should be considered unprotected and device replacement was recommended. No adverse patient effects were reported. The local sales representative later reported that the patient had been hospitalized in the intensive care unit (ICU) due to the vt storm. The patient was in sinus rhythm, with no further vt observed, and was awaiting a vt ablation procedure. Following that, the s-ICD device was planned to be explanted, replaced, and returned for analysis. Additional information was provided indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.